Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. During this time the device failed an automatic and manual self test on (B)(6) 2009. The temp at the time of these fails was as low as 8.0 degrees celsius. It failed another self test on (B)(6) 2010 due to a low battery. The pad pak was replaced and the device operated until (B)(6) 2012 when a further self test fail occurred for a low battery. Although no fault was found with the pad or pad-pak the pad-pak was depleted to the point it triggered the battery mgmt system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.